Manufacturer narrative:
One (1) imp,tsv,4.1mm,dual sel,ha (tsv4h8) & one (1) imp,tsv,4.1,8,mtx,mg (tsvt4b8) were returned for investigation. Visual evaluation of the as returned product identified signs of use. Devices were measured and matched print specifications. Functional testing to recreate the reported event (does not disengage/release) verified item tsv4h8 and mount were unable to disengage. Functional testing to recreate the reported event (unable to place implant into osteotomy) could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was moderate bone density (type ii). The reported devices were located on tooth # 29 (universal) and were used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported product are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (tsv4h8 & tsvt4b8) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. March post market trending was reviewed and there were no actionable events or corrective actions for the reported events (does not disengage/release & unable to place implant into osteotomy) or product (tsv4h8 & tsvt4b8). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, and functional testing device malfunction did not occur, for item tsv4h8 and the reported event (does not disengage/release) was confirmed. Additionally, device malfunction for item tsvt4b8 did not occur, and the reported event (unable to place implant into osteotomy) is non-verifiable. The following sections have been updated: h3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that clinician was unable to remove transfer coping from the implant, tooth 29. Implant was removed.